Manufacturer narrative:
(B)(4). This lot was manufactured between june 3, 2013 - june 4, 2013 evaluation summary: baxter received one unit for evaluation. Visual inspection noted the fill-port cap had separated from the fill-port. The cause of the problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a detached cap on the filling port. This was noticed during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.